Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that during an implant procedure, the right ventricular lead had a threshold of 2.0 volts, then was stable at 1.8 volts, then decreased further. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.